Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the atrial channel resulting in an inappropriate shock. Device data was sent to rythmcare for review. Data review determined the shock was delivered due to a true atrial arrhythmia. Rhythmcare also identified that there was a high out of range shock impedance and recommended further evaluation of the lead to ensure there is not compromise to integrity. This device system remains in service. No adverse patient effects were reported.